Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent capture, high thresholds and undersensing were noted on the right atrial (ra) lead approximately one month post implant. It was noted that x-ray showed "no "j" curve or slack". Lead revision has been scheduled and the lead remains in use. No patient complications have been reported as a result of this event. Lead.